Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that the actions required as a result of the event included explant, medical intervention explained as infection needing antibiotics. It was reported that cultures were sent. It was noted that the patient continued to bump and hit pump. It was reported that the patient skin became very excoriated. It was noted that infection was noted inside pocket. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient¿s symptoms included erosion, and an infection of unknown type. It was reported that the culture source was device pocket. It was noted that antibiotic treatment was necessary. It was reported the type of organism was unknown. It was noted that the location of issue or symptom was the device pocket. It was reported that the pump was used to infuse baclofen, specified as gablofen.

Event description:
Additional information reported the patient was doing well.